Event description:
Related manufacturer reference number: 2017865-2022-22300, 2017865-2022-22301. It was reported that the patient presented to the clinic during remote follow-up. Upon review, the pacemaker, right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The physician capped and replaced the ra lead on (B)(6) 2022. The pacemaker and rv lead were explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of over sensing was not confirmed. The device was returned for analysis. Telemetry, sensing and pacing functions of the device were normal. Visual inspection and longevity analysis were normal with no anomalies found.